Event description:
It was reported that during a pancreatectomy procedure, the hand control buttons did not work properly. The case was finished by using a different device. There were no adverse patient consequences.